Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Obtaining the device may have further aided the analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that anatomical conditions contributed to the reported difficulties as it was reported to be a heavily calcified left anterior descending (lad) artery; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified left anterior descending (lad) artery. At the end of the procedure, the whisper guide wire was removed. Some resistance was noted during removal of the guide wire, thought to be due to the patient anatomy. It was noted that the outer coating was scraped during removal; however, there did not appear to be any coating left in anatomy. No additional intervention performed. There were no adverse patient effects or clinically significant delay. No additional information was provided.